Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00003 - 3012447612-2017-00005.

Event description:
It was reported that three implants were replaced during surgery. A closure top's threads became damaged during final tightening so it was removed and replaced. The replacement's threads also became damaged. The surgeon then decided to remove the rod so the l5 pedicle screw could be removed and replaced. After replacement of the pedicle screw, the rod was reinstalled and another closure top was tightened as expected. Photos provided of the pedicle screw showed damage to the tulip head threads. There was no report of patient injury associated with this event. This is report three of three for this event.

Manufacturer narrative:
The returned closure top was evaluated. The threads were found deformed and to have sheared off. The cause is attributed to misalignment between the sleeve and pedicle screw tulip, which caused the closure tops to cross-thread and become damaged. A review of the manufacturing records did not identify any issues which may have contributed to this event.